Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® trace element serum blood collection tubes, the device experienced hemolysis of the blood sample. The following information was provided by the initial reporter. The customer stated: caller is collecting dog blood. After spinning tubes, plasma samples become hemolyzed and customer is not able to use samples. On (B)(6) 2022: she is using a 20 gauge syringe needle for drawing the dog blood, and drip the blood into the trace element tube. They are inverting about 8 times and centrifuging at 3400 rpm for 10 minutes. They have collected k2edta and heparin tubes in the same fashion, and have not had any issues with hemolysis. On (B)(6) 2022: customer informed me that the tubes that were only 1/2 filled were hemolyzed, as opposed to completely filled, had no hemolysis.

Event description:
It was reported when using the bd vacutainer® trace element serum blood collection tubes, the device experienced hemolysis of the blood sample. The following information was provided by the initial reporter. The customer stated: caller is collecting dog blood. After spinning tubes, plasma samples become hemolyzed and customer is not able to use samples. 3/24/22 she is using a 20 gauge syringe needle for drawing the dog blood, and drip the blood into the trace element tube. They are inverting about 8 times and centrifuging at 3400 rpm for 10 minutes. They have collected k2edta and heparin tubes in the same fashion, and have not had any issues with hemolysis. 3/25/22 customer informed me that the tubes that were only 1/2 filled were hemolyzed, as opposed to completely filled, had no hemolysis.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. The customer has reported the tubes with the hemolysis concern were half filled while the properly filled tubes were not hemolyzed. Bd's technical service provided guidance and educational materials. This product is intended for human use only. The veterinary use and underfill are considered an off-label use of this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unconfirmed for hemolysis; product use was off-label.